Event description:
Pt augmented with mcghan saline implants. Now has deflated left implant. Pt underwent removal of bilateral saline breast implants left implant deflated. Right implant intact. Pt augmented with 250cc saline implants.